Event description:
It was reported that patient outcome was fine; therapy resumed. The device will not be returned to the manufacturer; it was noted no error in the materials.

Event description:
It was reported that the catheter migrated out of the intrathecal space. A catheter replacement was anticipated. It was reported that there were no patient symptoms or injury. Patient outcome was not provided. The device system was used to deliver infumorph. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8709sc lot# n304078011 serial#, implanted: 2012 (B)(6), explanted: product type catheter. (B)(4).